Manufacturer narrative:
A steris service technician arrived onsite and did not observe any damage inside or outside of the 16'' century sterilizer. Through follow-up with user facility personnel, the employee who was present at the time of the reported event stated that when she slid the tray onto the rack within the sterilizer, she saw a spark and puff of smoke from the bottom of the chamber. The service technician performed a thorough inspection of the sterilizer chamber and found no evidence within the unit of any sparking or smoking. The technician was unable to duplicate the reported event and found no issues with the function or operation of the 16" century sterilizer. No repairs were required, and the sterilizer was returned to service. No additional issues have been reported.

Event description:
The user facility reported that "sparks" emitted within the chamber of their 16" century sterilizer. No injuries were reported.